Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that on (B)(6) 2021, the patient underwent the surgery. During the surgery, negative pressure could not be applied on the cement in question. The surgeon used other devices and the surgery was completed successfully. No further information is available.¿ the device was not returned for investigation. The complaint description indicates that there was no vacuum (¿negative pressure¿) during use. There is insufficient information to confirm the complaint description or to determine a possible root cause. Dva-104409-fde rev 10 was reviewed, and this possible failure mode is included. In each case, the risk is considered as low as possible and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 may 2022.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery. During the surgery, negative pressure could not be applied on the cement in question. The surgeon used other devices and the surgery was completed successfully. No further information is available.